Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance with adjusting their max hourly bolus setting. Reportedly, the customer has been exceeding their current setting. Customer had elevated blood glucose levels (377 mg/dl). Customer delivered a bolus and changed their site to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their max hourly bolus setting.